Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that according to the customer's parent, the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 6.4 mmol/l at the time of the incident. It was reported that the buttons were unresponsive. It was reported that the insulin pump was also not exposed to change in altitude. The minutes changed. It was reported that the customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen anomalies noted; time advanced properly. Unit passed displacement test and self-test. All buttons function properly; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection.